Manufacturer narrative:
Additional manufacturer narrative: based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing. UDI: (B)(4).

Event description:
The following was reported to gore by the doctor: the 11mmx59mm gore® viabahn® vbx balloon expandable endoprosthesis was introduced into the right iliac without any delivery issues. Once deployment location was confirmed, balloon was inflated up to nominal pressure @ 10atm. Once desired inflation and time reached, endoflator was released to deflate balloon. After 30 seconds, image was taken under fluoro to confirm deflation but balloon was still inflated. Syringe was then used to help deflate balloon. After repeated attempts with syringe, balloon was still inflated. At this time, physician pulled a cto wire and threaded it through the inflation port of the balloon catheter in an attempt to spear and puncture the balloon. After several failed attempts with the wire, physician then pulled an outback catheter to run alongside the balloon and try and deploy its needle into the balloon and puncture it. This technique also did not work. Finally, physician decided to reattach endoflator and expand balloon beyond its rated burst pressure to burst the balloon. Physician was able to burst balloon at 24atm. Balloon was removed and stent was confirmed still in the correct and desired position. No dissection was present. Case was completed with good results and patient in good and stable condition.